Manufacturer narrative:
The device was received partially deployed. No alarms, timeouts, nor drive stalls were observed in the data. No damages were observed that would affect insulin delivery. The exposed needle could be seen in the soft cannula. Upon opening the device, the linkage assembly fully retracted. Score marks were observed on the inside of the top housing. This indicates an interference between the linkage assembly and the top housing. However, this would not affect insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 270 mg/dl. The pod was worn between 24 and 36 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
Correction to h3 - device evaluated by manufacturer: dropdown changed from "none selected" to "yes".